Event description:
Upon the recommendation of an orthopedic doctor and physician assistant (pa) I had a synvisc gel injection administered to my right knee for the diagnosis of osteoarthritis. The day of my gel injection my knee was swollen, very warm, red, and painful. The pa numbed the area and aspirated about 20 cc's of synovial fluid. She then administered 5 cc's of gel. I was instructed to go home and rest. Less than 24 hours later, my knee was extremely swollen, very hot, tender, pain was 8-10/10, and I was unable to bear weight on my right leg. I was feeling ill, with nausea and vomiting, and had a temperature of 100.8 degrees f, orally. I contacted the orthopedic office for advice and help. Initially a steroid taper pack was prescribed with little relief. A week later a cortisone shot to the right knee was administered. This injection was somewhat helpful. No other treatment was offered. A prescription for physical therapy and an MRI was provided. Suggested I see a rheumatologist. A week after the gel injection was administered the synovial fluid sent to the lab was noted to have calcium crystals present.